Event description:
Clinic notes were received indicating that the vns patient experienced two complex partial seizures on (B)(6) 2013 after a 2-3 week period of seizure freedom. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2010. A battery life calculation using the available programming history showed approximately 5.8 years until neos = yes. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.